Manufacturer narrative:
Information has been received subsequent to the initial medwatch report filled with FDA indicating that the patient expired nine days after being weaned from bypass support. The device listed in the initial report 2124837-1997-3, bp50 pump, s/n 21387. And the devices listed in medwatch reprots 2124837-1997-2, bp-50 pump, s/n 213494 and 2124837-1997-4, bp50 pump, s/n 21390 were all used on the same patient. Patient's family alledges that the device malfunction may have contributed or caused the outcome. The surgeon indicated that even though changing the pumpheads was inconvenien and not ideal, the availability of the pump kept the child alive and heart recovered. The child died of sepsis post weaning. Refer to sections a & b for patient information.

Event description:
Hosp reported that during bypass support, a crack was detected on the outlet nozzle. The pump was changed out, and case was continued.